Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient urinary symptoms returned and the device was explanted. It was reported that the issue resolved at the time of the reported. The patient status at the time of the report was alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.